Event description:
The staff member was transferring the pt from the bed to the recliner. While suspended approx 35 inches between the bed and the chair, the hanger bar assembly became detached from the lift arm and the pt fell to the floor. No injuries were noted.